Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 65 mmol/l. It was stated that the customer was vomiting, disoriented, and could not walk. It was reported that the infusion set needle had broken off inside the customer's skin, but the insulin pump did not give any alarms. Troubleshooting was not possible as the caller did not have a battery or tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.